Event description:
It was reported that a light sensitive drug set leaked from the ¿transparent¿ portion of the set that was inserted into a colleague pump. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported lot number of 12l31v116 is invalid. The device was not returned and the reported lot number is invalid; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.